Manufacturer narrative:
The initial MDR 2432235-2020-00233 was filed on 17-march-2020. Corrected information: 19-jan-2021: siemens further investigated the issue and found multiple sample tubes may erroneously be associated with the same sample ID and the software will correctly process each as a "duplicate". Duplicate test requests are not run, and the sample tube will be routed for offloading at the unload area. The issue does not impact patient sample results. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that a group of patient names and sample identification (sid) numbers were duplicated across two worklists on the atellica sample handler prime. Siemens connected remotely to the instrument to evaluate the issue. Siemens found that the duplicated patient names and sample identification (sid) numbers pointed to the same worklist entry. Siemens moved all samples to a historical database and attempted to restart the process control computer (pcc) at which point the instrument would not restart. The customer was guided through a controlled shut down and restart. After the restart the customer repeated all the patient samples that correlated to the correct sid and results. Siemens verified with the customer that the falsely duplicated patient names and sids did not report results under incorrect sample information. The customer verified that all initially reported results correlated to the correct sid. Moving the samples to a historical database and restarting the instrument resolved the issue. The cause of the duplicated patient names and sids is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A group of patient names and sample identification (sid) numbers were duplicated across two worklists on the atellica sample handler prime. There are no reports of a delay in testing. There are no known reports of patient intervention, or adverse health consequences due to the duplication of patient names and sids.